Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the implant moves in the pocket and was now sitting on its side sticking out. They were unable to recharge as a result. There were no known external or patient factors that contributed to the issue. The patient was directed to contact their healthcare provider for an appointment to examine the pocket and the issue was not resolved at the time of the report.